Manufacturer narrative:
The peritonitis occurred on an unspecified date ¿at the end of (B)(6) this year¿, 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced abdominal pain, cloudy effluent and an unspecified infection. The physician reported the cause of the events ¿may caused by diet¿. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified intraperitoneal anti-inflammatory drug (dose, duration and frequency not reported) for the event. At the time of this report, the patient was recovered and dianeal therapy was ongoing. No additional information is available as the reporter declined follow up.